Event description:
Reporting status: serous injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt underwent stenting of the proximal and distal mid lad with two xience v stents. In 2009, the pt experienced mild angina and was hospitalized fifteen days prior. A functional ischemia study was positive and angiography revealed disease present immediately distal and proximal to the proximal mid lad xience stent. This was treated with percutaneous coronary intervention consisting of ballooning to one end of the stent and placement of an additional stent to the other side of the stent. The pt was discharged the next day. There is no additional info available.

Manufacturer narrative:
Angina, ischemia and stenosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment along with angina, ischemia, and stenosis, as a known potential post-procedure complication associated with coronary stenting procedures. In this case, it is likely that the angina and ischemia were secondary effects of the stenosis, which was successfully treated with balloon angioplasty, placement of an additional stent and required further hospitalization.